Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions for evaluation. Inspection of the returned device revealed evidence of clinical use including biological material on the distal tip and an indention in the teflon pad. The shaft rotation and the jaw actuation of the device were found to be acceptable. The scalpel was tested and passed the initial testing. The foot pedals and min button were able to activate the device, but the max button would not activate the device. The device was able to successfully activate with the foot pedals and min button, and at no time did the device fail to activate or stop working, produce an error code or emit any adverse noise. The device was disassembled, and the membrane switch assembly (msa) was tested on a harmonic membrane switch tester where the max button failed. Inspection of the membrane switch revealed signs of fluid underneath the max button pad. The device was examined further and a build up of blood/tissue was noticed along the entire rod which can disrupt harmonic frequency and reduce cutting ability. The distal gasket on the rod was examined and revealed signs of damage and wearing of the gasket lip which would allow blood/tissue to rise up the rod. Inspection of the handle revealed fluid in the handle and damage to the max button on the membrane switch assembly. This confirmed the reported issue and isolated the failure to the membrane switch assembly caused by damage to the distal gasket the cause of tissue/fluid build up is damage to the distal gasket; action is being taken to address this issue. Tissue build up due to distal gasket damage can disrupt harmonic frequency and potentially reduce cutting ability, therefore the reported complaint was confirmed.

Event description:
It was reported that the har36 ultrasonic scalpel stopped working. No error codes were reported. There was no medical intervention, surgical delay, or adverse consequences. The procedure was completed successfully.